Event description:
It was reported by the customer that the device was running on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported by the customer that the device was running on its own. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The manufacturer's device evaluation did not confirm the failure of run on. The device was evaluated by the manufacturer service technician and the manufacturer diagnostic engineer and no failure for run on was determined. The device evaluation determined that all components associated with run on were reported to be conforming. Upon confirming that all components were conforming the device was returned to the customer.